Manufacturer narrative:
Beckman coulter quality assurance (qa) investigator contacted customer on 15april2024 via phone call regarding the au5800 chemistry analyzer. Customer confirmed that they replaced the sample probe, and performed ise enhanced manual clean procedure which resolved the issue. Customer did not provide further information. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrolyte (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.